Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2013 with a bifurcated device. Upon follow up, physician determined that there was an unknown type endoleak. Patient will be brought in for further evaluation and possible secondary intervention.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. Thirty-one months post implant, there was evidence to support: progressive hyper-dilation of both the cuff and main body; type iiib endoleak of the cuff without focal areas of suspicion, and type iiib endoleak of the bifurcated stent near the inferior stent margin of the cuff. The secondary procedure that involved a stent relining with a non endologix stent, its technical success, or the final patient disposition could not be established due to lack of information. Based upon the investigation findings, a design or manufacturing root cause could not be identified based upon available information, and overall the investigation is inconclusive. Cautionary product use conditions that might have contributed to this event included: moderate severe calcifications at the aortic neck, bifurcation and iliac arteries. Additional device: model: a28-28/c95-o20 suprarenal aortic extension, lot: 1026369-020 rel. Date: (B)(6) 2012, exp. Date: 9/30/2015.

Event description:
It was reported that the patient had a procedure on (B)(6) 2013 with a bifurcated device. Upon follow up, physician determined that there was an unknown type endoleak. Patient will be brought in for further evaluation and possible secondary intervention. Additional information received 12/17/2015: even though a type 3b leak was not confirmed or denied, the physician elected to re-line all 3 grafts with gore devices back in mid (B)(6).